Event description:
Replacement of pain pump (prometra) that was malfunctioning and causing withdrawals. My dr did not believe me and kept sending me home. Dr put dye in the pump to see if it was working and then turned the pump off. Two days later I got an infection around the catheter site. Called the dr who told me to take tylenol. The next day the home health nurse came to my house and sent a picture of the infection to my dr and he said the pump needed to come out. I had surgery to remove the pump the next day. I was treated so bad by this dr that I don¿t think I could ever go back to him. I had the pump removed (B)(6) 2019 and I have been very sick ever since. I believe the pump was malfunctioning but my dr wouldn¿t believe me and I suffered so much because of it. I had to have two surgeries and I still don¿t have a pain pump. I will need to have another surgery to get a new pump. I also have hospital bills from two surgeries that left me so sick and without a pain pump. I have seen eight different pain drs over the last 30 years because I have moved a lot and I have never had one treat me so bad. I couldn¿t even get a hold of my dr during this. I left messages and never got calls back. I also believed. My dr lied to me about everything to save himself. I would like to know the truth about this. The representative from prometra told my husband that they were going to check the pump to see what went wrong but I haven¿t heard anything from them. FDA safety report ID # (B)(4).